Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with atrial tachycardia with some low p-waves via remote transmission. The device had been programmed to max sensitivity. The patient also had fast atrial rates that caused auto-mode switch (ams) due to intermittent sensing. Programming changes were discussed. No patient symptoms were reported.